Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Review of the pump data logs by tandem technical support verified that the customer manually requested a bolus prior to the low. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.